Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had leakage. The following information was provided by the initial reporter: material # 309657 lot # 4248033   verbatim: rcc received a complaint via email. Email(s) attached. Per customer "in the past few weeks we have noticed they are leaking . They seem to leak around the area where you twist them onto the syringe. Product number - 309657 lot number - 4248033 additional information provided: sorry for the error 3cc ref 309657= lot # 4197051 1cc ref309628=lot3 424803314.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.